Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was observed on the rv intracardiac signal during threshold testing. A successful test could not be run due to noise and oversensing. Noise could also be created with isometric testing. Lead trends on hmsc are stable in the last year and within range. It was reported that the patient falls regularly, the patient stated they lose their balance. Lead currently remains implanted. Should additional information be received, this file will be updated.